Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead was explanted, due to an infection.